Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an in-clinic check a diagnostic histogram anomaly was noted with no egms or other evidence to show that to be true. No intervention was performed. Device will continue to be monitored. Patient was stable.